Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
Twitter feed reports; the plasmablade device when activated on cut 5 is causing interference when replacing ctrd with eri programmed on voo (ventricular asynchronous pacing). No further case details available. There was no impact to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.